Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician reports that during a procedure with 1 unit; after ensuring the placement of the lead in the intermediate position (2.4 cm), when firing it is seen that the actual lead inside the patient has turned out to be 3.4 cm. When the position is checked, it is seen that it has changed itself to the position of maximum length. The hospital says that it is a serious incident that could have caused serious damage to the integrity of the patient. Used unit is sent in a double bag, for review at argon. They need a letter explaining the root cause of the incidents.

Event description:
Physician reports that during a procedure with 1 unit; after ensuring the placement of the lead in the intermediate position (2.4 cm), when firing it is seen that the actual lead inside the patient has turned out to be 3.4 cm. When the position is checked, it is seen that it has changed itself to the position of maximum length. The hospital says that it is a serious incident that could have caused serious damage to the integrity of the patient. Used unit is sent in a double bag, for review at argon. They need a letter explaining the root cause of the incidents.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. The device fired perfectly fine in all three stroke lengths without any automatic change of stroke length adjuster. This can only happen when the adjuster is not completely aligned properly and in between two positions. Since the most likely cause for the automatic change in stroke length adjuster is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
Physician reports that during a procedure with 1 unit; after ensuring the placement of the lead in the intermediate position (2.4 cm), when firing it is seen that the actual lead inside the patient has turned out to be 3.4 cm. When the position is checked, it is seen that it has changed itself to the position of maximum length. The hospital says that it is a serious incident that could have caused serious damage to the integrity of the patient. Used unit is sent in a double bag, for review at argon. They need a letter explaining the root cause of the incidents.